Event description:
It was reported that immediately upon insertion of the iab, the pump experienced helium loss alarms. Because of this, the iab was removed and replaced. There were no pt complications.